Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between june 29, 2023 - july 5, 2023. H11: the two devices were received for evaluation. A visual inspection was performed on the first sample, and it was noted that the blue winged luer cap had been separated from the distal luer. No evidence of physical damage was observed from either the cap or the distal luer. The second sample contained fluid in its bladder. No evidence of separated caps was observed from the second sample. However, when the blue winged luer cap was opened, very slow drips of fluid were observed coming out of the distal luer which indicated there was partial flow blockage of the fluid path from the device. Subsequent examination on the second sample revealed the cause of partial flow blockage was due to excess solvent applied at the solvent-bonded junction of the tubing and distal luer. The reported condition was verified in the first sample. The cause of the condition could not be determined; however, the most probable cause was due to handling of the product during shipping or distribution. A flow issue was observed in the second sample which was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this event occurred sometime in 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume intermates had one or both caps fall off the device. The bottles had not been filled yet. This occurred while the devices were inside the packaging prior to patient use. There was no patient involvement. No additional information is available.